Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis did not pump up due to fluid loss. It was noted that the device has never worked properly. A surgical procedure was performed, during which cylinders and pump were removed and replaced, and the existing reservoir was left in the patient due to adhesions. Upon explant, air within the system was noted; however, the source of the fluid loss could not be identified. There were no further patient complications reported.